Manufacturer narrative:
(B)(4).

Event description:
The customer complained that segments were missing from the results field of coaguchek xs meter with serial number (B)(4) when the inr result was displayed. During a display check with the customer, no missing segments were observed. The customer¿s nurse stated the customer replaced the batteries and the numbers appeared to be faint on the screen when setting the time and date. There was no allegation that an adverse event occurred. The meter was requested for investigation and a replacement was sent.

Manufacturer narrative:
The customer has not returned the meter. A specific root cause was not identified. Additional information was requested for investigation but was not received.